Event description:
It was reported the safety of the needle got stuck in the stopper, left tip of needle exposed. Additional information received 7/29/2020: PICC was placed in the left basilic. The safety got stuck in the tip reservoir when the needle was withdrawn, leaving an exposed sharp/tip of the needle. There was no harm to the patient, but an increased risk to the user. The midline was placed otherwise fine.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of safety mechanism failure was confirmed; however, the root cause was not identified. The product returned for evaluation was one 20ga x 8cm powerglide pro midline catheter assembly safety cannister. The cannister was received completely detached from the needle shaft. The remaining assembly, including the needle shaft was not returned for evaluation. The detached safety cannister was full of blood residue. Following disassembly of the safety, inspection of the red o-ring ring revealed a complete break. Microscopic inspection of the ring confirmed a complete break. The fracture surface was sharply defined and exhibited a granular fracture surface. Inspection of the binding clip revealed it to appear well-formed. The edge-breaking appeared complete throughout the interface region with the ring. While the safety mechanism was confirmed to be detached from the needle shaft, it could not be determined if the safety failed because the ring was already damaged or if the ring was damaged during the same event that caused the safety to become detached. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include excessive force during safety activation and retention ring damage during safety mechanism assembly. A lot history review (lhr) of rees1400 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of rees1400 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the safety of the needle got stuck in the stopper, left tip of needle exposed. Additional information received 7/29/2020: PICC was placed in the left basilic. The safety got stuck in the tip reservoir when the needle was withdrawn, leaving an exposed sharp/tip of the needle. There was no harm to the patient, but an increased risk to the user. The midline was placed otherwise fine.